Event description:
The customer stated that their (B)(4) display for the acuity central station had failed. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The device is part of an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. The customer reported that they had a (B)(4) monitor for an acuity central station that failed. The video display is an off-the-shelf computer peripheral made by another MFR and sold by (B)(4). (B)(4) service confirmed malfunction. A message "no signal" is displayed. The unit was checked and scrapped. The (B)(4) display is an off-the-shelf computer peripheral made by another MFR and sold by (B)(4). (B)(4) does not possess troubleshooting capability beyond identifying these subcomponents as the sources of failure. There was no pt harm reported associated with this failure.